Manufacturer narrative:
As the unit has not been returned, therefore, a technical analysis was unable to be performed. A review of the manufacturing documentation for this particular batch found that the device met material, assembly and product specifications. The most probable root cause of this complaint is operational context due to anatomical/procedural factors encountered during the procedure, the performance was limited.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a severely tortuous distal circumflex artery. A taxus express2 2.5x20mm drug eluting stent was advanced to the lesion but was unable to cross. Upon removal, it was noted that the edge of the stent was lifted. The procedure was completed with a different device. No pt complications occurred. Pt status is satisfactory.